Manufacturer narrative:
Covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The tse recommended replacing the air proportional solenoid (psol) valve. The investigation is ongoing. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator exhibited an error code suggesting inoperable condition. There was no reported patient injury. Although request, at the moment, it is unknown if the patient was transferred to an alternative ventilator.